Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer intended on investigating the event for sample handling issues. The pt's samples were drawn into bd green top tubes. Pt sample one was drawn into a plastic separation tube (pst) at the customer's lab outreach. Pt sample two was drawn into a pst tube in the emergency room (ER). The customer noted that both draws from the pt had paired serum separation tubes (sst) drawn as well. The customer noted two sample draw locations were using two different lot numbers of pst tubes. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events.

Event description:
The customer reported elevated creatine kinase-mb (ck-mb) and myoglobin results, above the normal reference range, for one pt involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within the reference range. The elevated results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.